Event description:
It was reported that the customer had an e70 alarm and motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the e70 alarm is automatic replacement of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised in regards to motor error alarmed that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. All operating currents were within specification. No unexpected low battery alarms were noted. The off no power alarm functioned properly. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery. No other error alarms noted in the alarm history screen. Unable to program test boluses and verify if boluses are properly listed in the bolus history screen/history anomaly due to the motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery or occlusion tests due to the motor error alarms. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.